Event description:
It was reported that during a lap choley procedure, the clips jammed. The procedure was completed with another device. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The analysis result for the instrument found that it was returned empty and locked out and with the cam broken. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.